Event description:
Related MFR #: 2030404-2012-00023, 3005188751-2012-00023, 00024, 00025. It was reported that following an atrial fibrillation ablation procedure, the pt developed a cardiac tamponade. A non-sjm transseptal needle and two slo sheaths were used to obtain access. A velocity system, a cool path duo, reflexion spiral and inquiry decapolar catheter were all used during the procedure. The physician performed approx 40 ablations using an ibi generator with a power setting of 25 watts and 30 degrees celsius and the pump at 10ml/min. Post procedure, a cardiac tamponade was noted and the pt was transferred to surgery. The pt was reportedly recovering following surgery and the current status of the pt is listed as well. Add'l info was requested and is not available.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.